Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023, due to chronic infection and deterioration of general condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported deterioration of general condition and patient outcome could not be conclusively established through this evaluation. Privacy laws reportedly prohibit the customer from providing further information regarding the case. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii lvas. This IFU, as well as the heartmate ii lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.